Event description:
Additional information has been provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned device determined there was no external damage to the unit and the unit powered on successfully. Functional testing was then performed and the unit functioned as intended by running 0.1 mm forward and 0.1 mm backward with no abnormal noises nor any error messages. The torque and sensing verifications were performed in attempt to discover likely failures which may have contributed to the reported failure mode. Peak torque was measured and met the specification. The external remote controller (erc) 4p sensing passed all steps. A review of the device's internal error log indicated there had been several occurrences of error code ¿100¿. The error ¿100¿ code is typically associated with a usb cable connection fault with the main board, however, in this instance no failures or gaps have been found with the usb cable connection at the main board. Inspection of the internal components revealed no internal damage. All wires and modules were found fully connected and undamaged. Further investigation of the device was conducted by the internally. During the review process, the hardware and software components as well as the unit's mobile device and recorded data. Upon conducting extensive testing and analysis, the team did not find any device disparities related to the reported failure. The reported failure could not be confirmed as no disparities were observed during in-house testing and the device functioned as intended. It's possible that the discrepancy between the lengthening measurements shown by the erc machine and those measured by the surgeon on the x-ray may have been due to a user error or other external factors rather than a failure with the device itself. The reported over-lengthening has been attributed to the distal locking screw pulling out possibly due to misplacement, implant selection or bone quality as noted in MFR # 3006179046-2023-00157. Device record review: review of the device history records (DHR) indicated the unit met all required quality specifications and testing prior to product departure.

Event description:
No additional information has been provided.

Event description:
Information was received that the external remote controller (erc) machine showed about 2cm of lengthening, but the surgeon measured 5cm when checking the lengthening on the x-ray. A revision procedure was performed where the nail was retracted/recharged using a fast distractor max.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.